Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported issue. Physio observed that a cable-mounted plug connector, designator p201, on the charge-pak and switch flex assembly was damaged at pad 6 (ground). As a result, the ground connection was electrically open, leading the unit to not recognize when a charge-pak was installed in the device. As a result, when a charge-pak was installed, it would not charge the internal hybrid layer capacitor (hlc) batteries because the unit thought that the charge-pak was missing. The customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that their device had displayed a premature low-battery indicator. There was no patient use associated with the reported failure. Upon examination of the device, physio-control observed that all three icons (charge pak, attention and service wrench) present on the display and that the unit would no longer power on.